Event description:
Same event as MFR report #: 2134265-2008-00498. It was reported that during a rotational atherectomy procedure, the burr became stuck in the lesion. The severely calcified lesion being treated was located in the 60% stenosed proximal left anterior descending (lad) artery. The floppy rotawire guide wire was advanced distal to the lesion, and the 1.75mm burr was then advanced. Two ablation runs for a total of 30 seconds were completed at 194,000 rpms with a decrease to 184,000 rpms. An attempt to withdraw the burr from the lesion was made but difficulties were encountered. The device did not register a stall. The physician then tried to pull the burr, and advanced a second wire in an attempt to loosen the burr, however, attempts to remove the burr were unsuccessful. The patient experienced st elevation, pain and arterial pressure decrease during these attempts, therefore, epinephrine was given and an iabp was inserted. The catheter and wire were then cut, and the pt was taken to surgery for CABG. "Incredible calcifications" were found during surgery, and the pt is "alive" following surgery. In the opinion of the physician, the reported difficulties were due to "pushed the burr too strong through the artery and maybe a smaller burr should have been used".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.